Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. Customer stated the insulin pump began to count down before the blank display occurred. Customer's blood glucose was unknown. The customer reported condensation and moisture was present on the inside of the insulin pump's screen. Customer was unsure how the damage occurred. It was also found the a replacement battery did not resolve the issue. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage on the electronic assembly also, the motor assembly was found with spots of moisture. No blank display noted. Unable to test for displacement test and verify operation currents due to unresponsive buttons. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.